Event description:
It was reported that during the right atrial (ra) lead implant procedure, placement difficulty occurred. The ra lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the lead passed introducer test. If information is provided in the future, a supplemental report will be issued.